Manufacturer narrative:
The fse confirmed the reported problem and replaced the probe wipe assembly, resolving the leak. (B)(4).

Event description:
The customer reported an unknown fluid leak from the coulter lh 780 hematology analyzer which was noticed after shutdown; the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.